Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 did not recognize the closed state due to the missing magnet in inseparable latch. A field service engineer (fse) replaced the latch inseparable, but cubies continued to fail during final testing. The row board connections to the cubie trays and drawer controller were reseated to resolve the issue. The drawer was tested in both diagnostics and application and was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 failed to close and failed to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.